Manufacturer narrative:
(B)(4).

Event description:
It was reported that a week before labor day, the patient noticed the pump was sticking through the skin. An infection was noted a few days later. The pump was removed the day after ((B)(6) 2014). The pump was taken out, the pocket was rinsed out, and the pump was moved deeper. Two days after that, the patient started to have leg spasms while in the hospital. The patient currently was still very weak and had terrible leg spasms. The patient was then discharged from the hospital on (B)(6) 2014. The patient had also been on antibiotics. An appointment was scheduled the week after the report date to remove the sutures. The pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was admitted for evaluation of morphine pump in setting of increased spasticity over the last 1-2 weeks (from (B)(6) 2014). The patient was admitted by neurosurgery in september due to dehiscence at corner of left abdominal pump site. During the admission the patient was also followed by general surgery for a chronic epigastric wound with exposed mesh related to a previous hernia repair. It was also reported that the cause of the difficulty aspirating the catheter was undetermined. A radiopaque dye study was done under fluoroscopy but was unsuccessful due to the inability to aspirate pump port. The patient was experiencing increased spasticity to lower extremities. The last dose change was on (B)(6) 2014. It was noted the patient symptomatically improved and the daily dose was titrated down. The worsening spasticity was thought to be related to the sacral pressure ulcer. The patient was discharged to a senior nursing facility (snf). At one point that the physician reported that the pump was replaced; it was later clarified by the patient's pump was not replaced.

Event description:
Additional information received reported that there was a change in therapy effect. The last few months the patient had reported that their spasms were not being managed; they were not well controlled. The patient and the caregivers stated that the patient had significant spasms, upon clinical evaluation the physician believed they were mild. The patient had been going up 10% at refills. Last week, the volume expected was "6" and they got out "8." The pump logs showed no issues. They attempted to access the cap on the day of report but were unable to aspirate, "they used fluoroscopy." The patient had allergies to baclofen and had been managing the spasms with morphine for sometime. It was noted that the patient was inpatient. It was noted that they did imaging of the catheter and there did not appear to be any issues. The only other possible cause for increase spasms was a pressure sore in the patients sacral area. The patient was currently being treated for it. Clinically the physician reported that the spasms were still mild as of (B)(6) 2014 but significant for the patient. Additional information from the physician reported that the device position issue was due to cellulitis and pump exposed. The onset of the infection was (B)(6) 2014. The patient did not have meningitis. The last refill date was (B)(6) 2014. Signs and symptoms of infection included: redness and incisional wound opening at the device pocket location. Cultures were obtained from the device pocket and it cultured for "(B)(6)." It was started that the patient got both IV and oral antibiotics. It was noted for the abdominal wound incision, drainage and debridement with expansion at the pocket was done. The patient's outcome was: infection resolved, patient had drug withdrawal symptoms with increased spasticity.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10965r04, implanted: (B)(6) 2002, product type catheter. (B)(4).